Manufacturer narrative:
(B)(4). Title: hemodynamic performance and outcome of percutaneous versus surgical stentless bioprostheses for aortic stenosis with anticipated patient¿prosthesis mismatch citation: the journal of thoracic and cardiovascular surgery volume 147, issue 6, pages 1892¿1899 authors: arie finkelstein, md, arie lorin schwartz, md, gideon uretzky, md, shmuel banai, md, gad keren, md, amir kramer, md, and yan topilsky, md month and year of publish were used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review that a study was performed to evaluate early and midterm hemodynamic performance and outcomes after the implant of a surgical stentless bioprosthesis or a percutaneous bioprosthesis with anticipated patient prosthesis mismatch. The study population included 135 patients (predominantly female; mean age 79 +/- 7 years). All patients in the savr group (49) received a medtronic freestyle device. Patients in the tavr group (86) received either a corevalve device or a non-medtronic device (serial numbers were not reported). Across all patients, 4 in-hospital deaths occurred (3 tavr and 1 savr). The article does not indicate a direct relationship between the valve implant/function and the deaths. There was no allegation against the valve or its function nor was there any allegation that the valve contributed to the patient deaths. Across all savr patients, adverse events included; 1 incident of electrocardiogram (ECG) changes that required a permanent pacemaker implant, 1 incident of cerebral vascular accident (cva), 1 incident of cardiac tamponade, 4 incidents of acute renal failure, 3 incidents of infection, 7 incidents of mild aortic regurgitation and 44 incidents of patient prosthesis mismatch. Other than the permanent pacemaker implant, the treatment for the adverse events was not provided. Across all tavr patients, adverse events included; 14 incidents of electrocardiogram (ECG) changes that required a permanent pacemaker implant, 2 incidents of cerebral vascular accident (cva), 2 incidents of cardiac tamponade, 3 incidents of acute renal failure, 10 incidents of infection 61 incidents of mild paravalvular leak (pvl) and 20 incidents of patient prosthesis mismatch. Other than the permanent pacemaker implant, the treatment for the adverse events was not provided. No additional adverse patient effects were reported.